Manufacturer narrative:
(B)(4) implanted date- sometime in 1998. Concomitant medical products: 00612004626 52166200 liner 26 mm i.d. For use with 46 mm o.d. Shell 20 deg. Elevated rim, 163620 116880 26 mm dia cocr mod hd -6 mm nk no skirt, 11-104106 897900 mlry-hd por fmrl 6 x 135 mm. (B)(6). X-rays were evaluated and the reported event was not confirmed. No signs of radiolucency and no fracture seen. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01838.

Event description:
It was reported that a patient¿s hip was revised approximately 9 years post implantation due to osteolysis, polywear, loosening and bone fracture attempts have been made and additional information on the reported event is unavailable at this time.